Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump may be possibly over delivering insulin. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer used food to treat the lows. The customer reported getting air bubbles in the tubing. The customer stated their blood glucose levels were not rising even after treating with food. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer stated they had lost a significant amount of weight. The insulin pump will be returned for analysis.